Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure on (B)(6) 2017 the patient awoke from general anesthesia in the or and was unable to move his legs. The patient was readministered general anesthesia again and the physician made the laminectomy incision larger, however no issue was found. The patient awoke in the or and was able to move his legs. Issue was resolved.